Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was found to have fractured (overstress), and appeared distorted. Blood was found in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion and fracture of the distal conductor within the connector.

Event description:
It was reported that during the implant attempt, it was not possible to retract the helix. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.